Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported power loss alarm and pump keeps on rewinding. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear alarm but was unable to complete the rewind process. No harm requiring medical intervention was reported. Instructed the customer to revert to backup plan per healthcare professional instructions and place pump in storage mode. Mmt-1885 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current test and sleep current test. No drive motor error or abnormal motor rewind noted during testing. Successfully downloaded history files and traces using thump. Pump alarmed pump error 37 on 07/09/2025 22:36:03.000 in pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 17.0 received the lowbatteryalert (104) on 08/04/2025 01:42:00 after more than 7 days at 14.14 days. Battery cycle 15.0 received the lowbatteryalert (104) on 07/20/2025 18:38:00 after more than 7 days at 14.03 days. Battery cycle 13.0 received the lowbatteryalert (104) on 07/06/2025 08:10:00 faster than expected at 2.74 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case and pillowing keypad overlay. Test sc1 cap and reservoir locked properly into reservoir compartment during testing. Pump passed all required testing. Customer experienced an unexpected power loss of less than 7 days per the pump history records. No drive motor/rewind errors noted during analysis. Rewind anomaly not confirmed. Pump error 37 alarm was confirmed in the pump history due to corroded motor home switch. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.